Manufacturer narrative:
Correction : h6.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with a false positive episode. No changes were reported. The patient status was unknown.